Event description:
It was reported that there was an "adhesion issue due to severe compression to the skin. The patient touched the wounded area after the procedure. A single suture was not enough to fix the relevant product." The device was coming out of the pocket due to stress pushing it out. The implantable cardiac monitor (icm) was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.